Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 420 mg/dl at the time of the incident. Customer stated that she put set in last night and had problem and called about it and cannula bent and was not getting insulin last night. Customer reported that she ate something different than usual last night and did not give the right amount of insulin so that is why it was high at 407 mg/dl at 5am this morning and gave herself a bolus through the insulin pump for that and went back to sleep at 6 and got up at 7:30 to go to restroom and blood glucose was 420 mg/dl and gave injection of 7.0u novolog and looked at set which had condensation cloudy on base and too clip off to disconnect from base and insulin came out where it was attached to her skin and it was bent and never went into her skin. Customer declined to troubleshoot for the high blood glucose. Customer reports the infusion set cannula is bent. The insulin pump will not be returned for analysis.